Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was returned and examination of the returned part determined that returned tasp found signs of repeated use and a fracture encircling the post feature. The complaint was considered confirmed as the returned tasp was fractured. The post feature fragment was returned. An additional fracture was extending from the aforementioned fracture and to the right. Gouge marks and dents were noted which was indicative of repeated use. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. The device was manufactured in june of 2014 and had an approximate field life of two years and ten months with an unknown frequency of use. Previous investigation determined the likely root cause for the tasp fractures was bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The device has been modified to prevent fracture. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trialing the instrument fracture. There was no harm to patient and all pieces were returned. No adverse events have been reported as a result of the malfunction.